Manufacturer narrative:
Due to no product being returned the complaint could not be confirmed. Evaluation and investigation are not possible. No definitive conclusions can be made without pertinent manufacturing information or a device to evaluate. No further actions can be taken at this time. (B)(4).

Event description:
It was reported that the tip of the implant was broken. Additional information received indicated that the device was broken during the procedure. The broken piece was removed from the patient and a backup device was available to complete the procedure. A delay of less than 20 minutes was reported with no patient impact.